Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 198 mg/dl and 451 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6) (strips with unknown lot number), is related to case with patient identifier (B)(6) (strips with lot number 493992). It was unknown if the initial reporter sent report to the FDA. No product available to be returned.